Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The rv lead and right atrial (ra) lead were capped and replaced due to occlusion. No further patient complications have been reported as a result of this event.